Event description:
Pt having laparoscopic nissen fundoplication using visi-port device to gain access. Multiple rents of the vena cava resulting in hemorrhage occurred. Procedure was converted to open laparotomy. Pt expired.